Event description:
It was reported that the pt's pump was explanted an replaced due to infection. No pt symptoms or outcome was reported. Add'l info has been requested from the hcp, but was not available as of the date of this event. A follow-up report will be sent if add'l info is received.